Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 1.8 inr/1.26 inr 2) 2.9 inr/2.06 inr 3) 3.1 inr/2.34 inr 4) 3.4 inr/2.44 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.